Event description:
The manufacturer received information alleging a vent service required had occurred on a trilogy ev300 device. There was no report of patient harm or injury reported. A service call to the local philips helpdesk for assistance. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging a vent service required had occurred on a trilogy ev300 device. There was no report of patient harm or injury reported. A service call to the local philips helpdesk for assistance. A philips service engineer (se) assisted the customer on this issue. The customer informed the philips se that they observed error code pressure sensor mismatch in the device¿s event log. The philips se informed the customer that they recommended replacing the device's flow sensor to address this issue. The customer would be replacing the flow sensor for this device.